Event description:
A nursing assistant was transferring blood from a syringe via the transfer device into a blood culture bottle when it exploded breaking near the hub of the syringe splattering blood over the employee's face and in her mouth. When occupational health staff followed up with the employee, the staff could not ascertain any improper technique by the employee. The employee went to employee health and drew blood.